Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 136mg/dl, lo (less than 10mg/dl), 170mg/dl and 139mg/dl. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.